Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. It was noted that both shock and pacing impedances increased slightly and went back down to the baseline. Technical services (ts) suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.